Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was attempting to input the grams of carbohydrates eaten into the bolus menu; however, the carbs setting was not turned on. The customer accidentally entered the carbs value into the units field. The customer acknowledged the user error, turned the carbs setting to on, and successfully programmed the bolus. There was no reported adverse impact to the customer¿s blood glucose due to the reported issue.